Manufacturer narrative:
Investigation results: a partially deployed wallflex biliary uncovered stent was received for analysis. Visual examination of the returned device found the clear outer sheath was kinked and accordioned. The outer diameter of the distal exterior tube was larger than the specification. In addition, the inner shaft was kinked at multiple places. Functional analysis found the stent was possible to deploy as received. There was no issue with the stent and no other issues were identified during the product analysis. A corrective action has been initiated to investigate the outer diameter of the distal exterior tube being out of specification. The damages noted with the device were consistent with the application of excessive force during use. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that a wallflex biliary rx uncovered stent was to be used for a bile duct drainage procedure which was performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during stent deployment, the physician attempted to reconstrain the stent but was unable to. The physician removed the partially deployed stent and the procedure was completed with a different device. There were no patient complications reported as a result of this event. There was no problem noted to the patient at the conclusion of the procedure.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent was to be used for a bile duct drainage procedure which was performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during stent deployment, the physician attempted to reconstrain the stent but was unable to. The physician removed the partially deployed stent and the procedure was completed with a different device. There were no patient complications reported as a result of this event. There was no problem noted to the patient at the conclusion of the procedure.